Manufacturer narrative:
Follow-up is not possible with the initial reporter, therefore additional event, product, and/or patient details are not attainable. The reason for reoperation is: capsular contracture baker grade iii. The reported event is a physiological complication, and device analysis typically does not help allergan determine the cause.

Event description:
Healthcare professional reported "capsular contracture baker grade iii, change shape/size/style" via national breast implant registry. Capsulectomy was performed. This record is for the right side. The device has been explanted and replaced. It is unknown if the device will be returned.